Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button anomaly and screen was harder to read. The customer's blood glucose value was unknown. The customer reported that insulin pump had slower rewind and prime, screen and back of pump was chipped, act button was getting stuck and harder to press and battery compartment end cap was bent also reported back light was dimmer and makes screen harder to read. Customer reported she got alerts with no information as to why pump was alerting once a month and battery life was diminished but still lasts a week and a half to two weeks. The device will not be returned for analysis.